Event description:
The facility reported to customer service that the "channel select" switch on channel "a" does not work on a pump. This event occurred during biomedical testing. There was no pt injury or medical intervention necessary according to the hospital rep. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.